Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(4). Batch: a08333.

Event description:
It was reported that one of the lead extensions was fractured which was confirmed through x-ray. The patient underwent a revision procedure wherein the lead extensions were replaced. The patient was doing well postoperatively and the explanted devices were kept by the facility.